Manufacturer narrative:
Information contained in this report was previously submitted through asr on 19jan2018. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Health professional reported a left side exchange with no complaint against the device. Additionally, healthcare professional reported deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation : observed, one opening on the anterior side assessed as fold flaw opening. Additional observation: crease observed on the device. Wear abrasion observed on the device. White particles observed inside the device. White particles observed on the device. White calcification observed on the device. No penetrating nick ( stress marks) no further actions are required as no issues with the manufacturing process are observed.

Event description:
Health professional reported a left side exchange with no complaint against the device. Additionally, healthcare professional reported deflation. Device has been explanted.